Event description:
It was reported that the right ventricular (rv) lead triggered a warning for out of range impedance. It was also observed on transmission that the left ventricular (lv) lead has possible high threshold. The patient is in hospice and all therapies have been programmed off. At present, the leads remain in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Products: 4136 boston scientific competitor lead, implanted 2008 (B)(6); 419678 lead, implanted 2009 (B)(6). (B)(4).